Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) units display was flickering and freezing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked the machine and found the display is flickering and freezing then switch off the machine and again checked the machine, during the testing, electrical test fail #35 came so the problem could be due to the main board or datasetes so the fse needs main board and datasetes for further investigation. As per the follow up with customer, the customer repaired the machine from outside and the customer informed the fse that the machine is currently been used on patients. No part replaced from getinge side.

Event description:
N/a.